Manufacturer narrative:
Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: a partial UDI number is known, as the serial number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Concomitant medical products: lens- z9002_1023882006 and cartridge- pscst30_ch08445. The silver series inserter is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was ripped when pushed through loader by the silver handpiece. Little blue tip is getting stuck to the lens and is taking the lens with it, folding and ripping the lens itself. Cartridge tip touched the eye. There were no medical or surgical interventions. No further information is provided.

Manufacturer narrative:
Additional information received states that investigation cannot be performed for manufacturing record review as there was no lot number or the product was not available for reviewing the device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.